Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Patient inserted another cannula and noticed on way to work that cannula had fallen out of skin due to adhesive not sticking properly. Patients blood glucose levels had risen to 21mmol/l due to these cannula issues. Patient tried 2 different lots of cannulas, but can't remember with which lot he had the issue. No adverse event alleged. A request was made for the return of the device.